Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had image noise. The event occurred during setup. There were no reports of any patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the repair center was able to confirm the reported noisy image failure. A root cause could be identified. Based on the results of the investigation it is determined that the most probable cause for the reported image noise occurred because it could not be communicated properly due to the failure of the internal ccd caused by the electrical load. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.